Event description:
The pt performed a blood glucose test on the suspect device and obtained a result of almost 400 mg/dl. Pt then gave themselves 30 units of insulin instead of their normal 20-25 units. Two hours later pt had hypoglycemia and 911 was called. Pt was transport to the hospital and pt's glucose was 51 mg/dl on a hospital meter and then 373 mg/dl on the suspect device. Pt was then treated with a glucose IV. Glucose controls were used on the system. The suspect device was replaced with new product and then authorized for return to the MFR for eval.